Manufacturer narrative:
D4 :expiration date-03/31/2021. D9: no. H3: other, not returned to manufacturer. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standard in urine (25miu/ml) and high hcg clinical urine sample (212iu/ml. 212.9iu/ml, and 213.8iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Complaints are tracked and trended on a monthly basis. Per the package insert: false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical laboratory findings have been evaluated.

Manufacturer narrative:
D4 correction: hcg9040134.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported false negative results on the medline hcg urine dipstick. There was no adverse event. Although requested, no confirmatory nor patient information was provided.